Event description:
It was reported that during use of the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes the tubes had insufficient vacuum so the tubes would not fill properly. One case was affected. Foreign complaint the following information was provided by the initial reporter, translated from spanish to english: at the time of sampling it is not filling properly, the vacuum that comes in the tube fails. Code: 367856; batch: 8099835; quantity: 1 case.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for underfill with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to underfill was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA 260774. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes the tubes had insufficient vacuum so the tubes would not fill properly. One case was affected. Foreign complaint the following information was provided by the initial reporter, translated from spanish to english: at the time of sampling it is not filling properly, the vacuum that comes in the tube fails. Code: 367856, batch: 8099835, quantity: 1 case.